Event description:
It was reported that during a davinci si hysterectomy procedure, the 'bipolar instrumnet was sticking' the surgeon made the decision to complete the planned surgical procedure using traditional open surgical techniques.

Manufacturer narrative:
Isi contacted surgeon dr (B)(6) to request additional information regarding the reported complaint. Based on the information provided by dr (B)(6), the bipolar instrument got stuck on to a vessel and tore it open. The sticking occurred after the vein was clamped and cauterized, upon opening the mouth of the bipolar instrument, the instrument was sticking to the vein and it caused bleeding to the patient. The surgeon was able to control the patient's bleeding in the operating room with no further complications. The surgeon made the decision to complete the planned surgical procedure using open traditional surgical techniques. The patient made a full recovery from procedure, with no further complications. The site will not be returning the bipolar instrument at this time. A follow-up medwatch report will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. As of (B)(4) 2013, there have been no reported recurrences of this event.